Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). Two samples were provided for evaluation. The samples were visually evaluated, and through this evaluation no defects were observed. To replicate the reported defect of the air-in-line alarm on the pump, the samples were first attached to the pump and then tested by running therapy while staggering the flow rate throughout. No alarms occurred during this test of the returned samples. No leakages were observed during subsequent leak testing. A measurement of the outer diameter of the pump segment tubing was taken and was found to be 0.152 inches, which meets the measurement specification of 0.152-0.154 inches. Based on the results of the sample evaluation, the product met internal specifications and the reported defect is not confirmed. Five retained samples with the same lot number were also tested through specification with passing results. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non- conformances were noted during the in process or final product inspection. Based on the investigation, the reported defect could not be observed or replicated. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air-in-line alarm, but no actual air-in-line detailed inquiry description: pump alarming that there is air in line, but no visible air anywhere. Tried priming line and continues to alarm. No injury reported.